Manufacturer narrative:
H.6 investigation summary: bd did not receive samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapse was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of collapse was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of collapse. Bd was not able to identify a root cause for the indicated failure mode. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes flattened when they take sample to the tubes. No patient impact was reported. The following information was provided by the initial reporter: tubes flattened when they take sample to the tubes . Event occurred during use.